Event description:
Three (3) tracheostomy tubes have broken. For each trach, our staff notice that the eyelet on the flange was broken when performing a tracheostomy tube change or during regular use. Patient experienced desaturation and bradycardia. New emergent tracheostomy tubes were placed.(B)(6) us. Reference report #mw5117578, #mw5117580.